Event description:
The user is stating the device was not ready for use during deployment. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). Neither the ECG or pads were available for analysis.

Manufacturer narrative:
(B)(4). Product evaluation pending.